Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter migrated out of position. The patient experienced increased pain in legs, hips and lower back. The catheter was subsequently explanted and replaced.